Manufacturer narrative:
Pr# (B)(4).

Manufacturer narrative:
Event date: (B)(6) 2014. Conclusion / root cause: the reported complaint of the unit has vent inop 1012 logged was not duplicated. No fault was found on the returned blower valve assembly & stepper motor controller pcb. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported vent inop due to an air valve liftoff failure. The customer reported no pt involvement.